Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that last year he fell and hit his neck. He also stated that he had fell on other occasions but never hit the implant region. A CT scan is planned. Re-implantation has been recommended.

Event description:
The user reported that last year he fell and hit his neck. He also stated that he had fell on other occasions but never hit the implant region. A CT scan is planned. Re-implantation has been recommended.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Reportedly, the recipient experienced a trauma to the implant site, which might have weakened the electrode's fixation. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.